Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended. It was also stated that there was difficulty determining the atrial threshold via the automatic threshold test. The most recent test was inaccurate (1.5 v) due to competition with atrial beats. The true threshold was approximately 0.3 v. The atrial lead is a non-boston scientific product. The pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced without complication(s) on march 26, 2026. The device was received for analysis.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed and data analysis identified potential high impedance within the battery. Device replacement was recommended. It was also stated that there was difficulty determining the atrial threshold via the automatic threshold test. The most recent test was inaccurate (1.5 v) due to competition with atrial beats. The true threshold was approximately 0.3 v. The atrial lead is a non-boston scientific product. The pacemaker remains in service and no adverse patient effects were reported.